Event description:
Customer reported via a tiktok social media video that her child passed away on (B)(6) 2025. She reports that the device provided a yellow alert when she expected a red alert, but the red alert was delayed until CPR was already in progress. She states that her child was taken to the hospital and passed away due to an undetected artopulmonary window. User did not respond to attempts made to collect additional information.

Manufacturer narrative:
Owlet conducted a comprehensive analysis of the device's historical data. The data confirms that the device operated in strict accordance with it's designed specifications. Specifically, the device correctly triggered a yellow alert during the period of unclear readings, followed by a immediate red alert upon the detection of oxygen levels within the established alert threshold. There is no evidence of device malfunction, deficiency, or latency.